Event description:
A cartridge change error was reported with a pump. There was no adverse impact on the customer's blood glucose level. The caller followed instructions from technical support to remove and inspect the cartridge, finding the o-ring out of place and on the pneumatic tap. After cleaning the area and ensuring the cartridge was properly attached, the customer successfully completed the load process and resumed insulin delivery.